Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to a painful adverse reaction to metal debris.

Manufacturer narrative:
Date of manufacture amended.

Manufacturer narrative:
Date of manufacture amended.